Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noisy signals. The patient was brought into the clinic and it was reproduced in secondary sensing vector. It was noted that it could not be reproduced in primary sensing vector. It was noted that the patient had recent open heart surgery and the noisy signals appear to be due to sternal wires. This device has recently provided additional inappropriate shocks due to noisy signals with lower signal amplitudes. The system was subsequently explanted. No additional adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this patient received an inappropriate shock due to oversensing of noisy signals. The patient was brought into the clinic and it was reproduced in secondary sensing vector. It was noted that it could not be reproduced in primary sensing vector. It was noted that the patient had recent open heart surgery and the noisy signals appear to be due to sternal wires. This device has recently provided additional inappropriate shocks due to noisy signals with lower signal amplitudes. The system was subsequently explanted. No additional adverse events were reported.